Event description:
A malfunction was reported by the customer involving their tandem pump, specified as malfunction code 16, which was identified as a problem with the pump. No notable events occurred prior to the malfunction, and the customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within normal range. The corrective actions included replacing the pump by technical support, and the customer was to use multiple daily injections (mdi) as a backup for insulin delivery. Technical support provided instructions for putting the pump into storage mode and arranged for its return using a pre-paid shipping label, with the customer acknowledging these steps.